Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated and the reported event was confirmed. The manufacturing process of the device did not contribute to the reported event. A lab analysis concluded that the retrieved journey articular insert bcs std 5-6 lt 9mm and fractured post were examined using visual and macroscopic/microscopic methods. Visual examination of the insert showed signs of burnishing wear on the condyles of the articular surface and discoloration of the insert. Yellowish discoloration of the polyethylene of implants can occur when exposed to fluids in or around a joint. Macroscopic/microscopic examination of the insert and fractured post showed damage related to the fracturing of the post from the post region surface on the insert. No additional unexpected visual features noted. No evidence of deviation in processing or material was found for the retrieved item. Destructive testing was not performed during this examination. No definitive conclusions as to the cause of these issues can be determined. The clinical/medical evaluation concluded that based on the information provided, the clinical root cause of the reported insert post breakage could not be definitively concluded. Progressive joint laxity or trauma cannot be ruled out. The patient impact of the reported event is a revision surgery. Per email correspondence, ¿the patient is doing great.¿ without the requested clinical information, further patient impact could not be assessed. No further clinical/medical assessment could be rendered at this time. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a primary surgery had been performed on (B)(6) 2011, one journ art ins bcs std 5-6 lt 9 broke. This adverse event was solved by a revision surgery on (B)(6) 2021. Current health status of patient is unknown.